Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, grip scratched, suction cylinder color peeling off, switch box scratched, scope connector cover scratched, due to damage on auxiliary water inlet of endoscope connector, no water fed, electrical connector has discolored, light guide lens has cracked, and connecting tube wrinkled. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope connector was broken. Upon inspection and testing of the customer returned device, foreign material was found on the scope channel mount unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was found that the foreign material did not originate from the device. The specific root cause of the foreign material could not be determined at this time. Olympus will continue to monitor field performance for this device.